Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product. Device was explanted. Later, healthcare professional reported right side "small amount of fluid surrounding both implants, nonspecific" and "stable prominent lymph nodes along the right internal mammary chain".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma, lymphadenopathy.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product. Device was explanted. Later, healthcare professional reported right side "small amount of fluid surrounding both implants, nonspecific" and "stable prominent lymph nodes along the right internal mammary chain".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.